Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Patient death occurred three days later than previously reported.

Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa/popliteal of the right leg. Device was successful. Approximately 20 months post index procedure, patient death occurred. Cause of death is not known. Investigator indicated that the reported event was not related to the study device, procedure or paclitaxel.